Event description:
It was reported to stryker osteosynthesis kiel, that a nail broke.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.